Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the funnel broke and caused water leakage. Photos were received from a (B)(4) representative on (B)(6) 2019, that indicated that the catheter was broken into two pieces.

Manufacturer narrative:
The reported event was confirmed. The evaluation found a tear at the inflation funnel that had caused water to leak out. The origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could not be assigned as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the funnel broke and caused water leakage. Photos were received from a medicon representative on 29-jan-19, that indicated that the catheter was broken into two pieces.